Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation uncovered the cable part head had breakage and the head part main body had a scratch. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus, a disconnection on the hd camera head. Upon inspection and testing of the returned unit, the image does not appear. There was no patient involvement associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the phenomenon (poor image) was due to the inundation failure of the cable and charge coupled device (ccd). The root cause could not be identified. Olympus will continue to monitor field performance for this device.